Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone control ios. Omnipod software app version: 2.0.2. Operating system: 18.5. Hardware: iphone14.7. Cgm sensor type: g7.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis on ((B)(6) 2025). The patient's blood glucose levels reached 475 mg/dl while wearing the pod for less than an hour. Symptoms reported include hyperglycemia and vomiting. Once at the hospital the patient was treated with zofran, intravenous fluids and insulin. While applying a new pod in the hospital the patient received a pod hazard alarm which has been reported on a separate complaint. The patient remains in the hospital at the time of this call.